Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Investigation summary: a failed suture needle was submitted for fractographic evaluation. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage, a cup-and-cone shaped fracture and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle.  There is no evidence of any material flaw that would cause premature failure. Additional information was requested and the following was obtained: what was the name of the procedure? Myomectomy operation. Did a piece of the needle fall into the patient? If yes, was the needle piece removed, and how? No. Were x-rays taken to locate the needle piece(s)? No. Was the patient brought back to or to have needle removed or was the needle removed during the initial procedure? No. Was there any additional tissue damage as a result of searching for the needle piece? No. What was the size of the needle used? Sxpp1a405. What was the size of the needle that broke off into the patient? Na.

Event description:
It was reported that a patient underwent an myomectomy operation procedure on (B)(6) 2018 and a suture was used. Upon evaluation of the returned device, the needle was found broken. There were no adverse patient consequences reported. No additional information was provided.